Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported suture malposition was confirmed. The reported difficult to depress and remove the plunger could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. However, a proxy plunger was inserted in the device. The proxy plunger was fully deployed and removed with no resistance. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. A corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided and return device analysis, the reported difficulties could not be determined. Factors that contribute to plunger deployment issue, include, but not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. Factors that may contribute to plunger retraction problem include, but are not limited to, user closes foot before suture deployment (i.e., before plunger fully retracted proximally) or suture snag. Factors that contribute to suture malposition, include, but not limited to interaction with the patient anatomy or friable femoral vessel. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using the pre-close technique via a 6f sheath hole prior to an interventional atrial fibrillation ablation procedure. Reportedly, with the first prostyle device the plunger was difficult to depress and to remove, when the plunger was able to be removed the entire suture came out with the knot unraveled. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 16f sheath, and the atrial fibrillation ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.